Event description:
During the primary surgery it was noted after insertion of the stem that there was a fracture noted in the femoral neck, just medial to the implant that did not extend distally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 3/5/2014- litigation received. Litigation alleges pain and elevated metal ion levels. The cup and head have been added to the complaint. This complaint was updated on: 03/27/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 11/05/2014 - plaintiff's preliminary disclosure form was received, which identified dor information. The sleeve is being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/04/2014.

Manufacturer narrative:
The device associated with this report was not returned and is believed yet implanted. A review of provided operative notes states that the fracture was identified. There is no indication that intra or postoperative x-rays have been taken. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.